Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of an unspecified cartridge. A handpiece was indicated which is qualified for this lens with the use of qualified lens/cartridge combinations. A viscoelastic was indicated which is not qualified for use with this lens, with any of the qualified lens/cartridge combinations. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens with any qualified lens/cartridge combinations. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after 10 days post intraocular lens (iol) implantation procedure, iol shifted/decentered in the patient's eye. During secondary surgery to recenter the iol, it was discovered that one of the haptics was severed off. This was not noticed upon implantation or day one visit or week one visit. Additional information was requested and received stating the patient initially complained about worsening vision. The lens was explanted with the same model and diopter lens in a secondary procedure.